Event description:
Report received of a non-delivery of tpn with no pump alarm. The rn reported that the pump was programmed and started. The rate and volume of the infusion were not known by the customer contact. Approx 1-2 hours after the infusion was started, the rn noted that there was no fluid gone from the bag. The green light was on indicating that the pump was on it. It was reported that the patient's blood sugar level dropped, but no medical interventions were required. The exact blood sugar levels were not reported. The rn opened the pump door and noted that the tubing was correctly aligned in the tubing guide on the side of the svc and within the tubing channel. The rn noted that in the straight segment under the door where the tubing is compressed during pumping, the tubing was filled with air. The air was proximal to the air sensor. The tubing was removed from the pump and repositioned. The infusion was resumed without further reported incident. The pump was not isolated nor identified by serial number.